Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was capped and replaced. Additionally, it was reported that the device had potential early battery depletion as the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).